Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 24mmx3.0mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x24mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the stent struts were damaged and the device cannot cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).